Event description:
A (B)(6) male patient's nurse contacted zoll customer support that the device will not activate as it will not respond to the response buttons. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon evaluation, the rear response button cable end was damaged. The cause for the non-functional response button is the inability to connect with the response button connector. The inability to connect is the damaged cable end. The root cause for the damaged cable end cannot be positively identified. No adverse event resulted from the detached response button cable. The patient was fit with a replacement monitor.